Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a bladder repair procedure on an unknown date and absorbable clips were used. The patient experienced post operative pain and sought medical care from a different surgeon. He was instructed that the clips were not absorbable and had surgery to remove the clips on an unknown date. No additional information has been provided.